Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) large volume infusors did not empty after the expected time. The issue occurred during patient infusion. The devices had an infusion time of 7 days with a flow rate of 1.5 ml/h, with total volume of 252 ml. The devices were replaced with infusors from a new lot to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.